Event description:
It was reported that during a cranial case the navigation tracker was not working and the system and software froze. The procedure was completed successfully. No significant delays or known impact to the patient were associated with the event.

Manufacturer narrative:
We have evaluated the device.

Event description:
It was reported that during a cranial case the navigation tracker was not working and the system and software froze. The procedure was completed successfully. No significant delays or known impact to the patient were associated with the event.